Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and confirmed the leak in 2 connections to helium gauge. The fse tightened tubing connection and re-applied tephlon tape to gauge connection. The fse tested the unit and it passed the leak test. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) had helium leak. The event occurred during service test by the customer. No patient involvement or adverse event was reported.